Event description:
It was reported that during the implant procedure the physician had difficulty advancing the lead. It was noted that the lead buckled and there was a suspected compromise of the lead integrity, the physician removed the lead and replaced it with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary (B)(4).the lead was returned, analyzed and no anomalies were found, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.